Event description:
Customer reported the system was having problems with the brake. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the brake pad and handle. System operates as intended.